Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'revision of an antibiotic spacer, left knee. When the surgeon was introducing the poly into the tray for final impaction the locking ring on the poly was knocked out of the poly. The surgeon was able to place the ring back into the poly and it was implanted.' It is noted the device was implanted after the event. A review of the device manufacturing records indicated the IFU was packaged with the device at the time of manufacture, which noted the following: warnings {...}discard all damaged or mishandled implants.{...} {...}the metal retaining wire on the insert should not be handled or removed, as it is critical to the security of the assembly. Discard any tibial bearing insert if the metal retaining wire appears damaged or mishandled. Tampering with this assembly can result in improper function of the retaining mechanism.{...} the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of an antibiotic spacer, left knee. When the surgeon was introducing the poly into the tray for final impaction the locking ring on the poly was knocked out of the poly. The surgeon was able to place the ring back into the poly and it was implanted. No returns, and all information the hospital will release is included. There were no pictures taken.